Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, misformed clips. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Handle, shroud top, shroud damaged. The analysis results of device (a) found that it was received with the top and lower shroud broken. During testing of the device, the handle seam was found to be broken and separated; causing that the internal components lose its intended position. No conclusion could be reached as to what may have caused the found condition of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results of device (b) found that it was received with the handle seam broken and separated and with the trigger broken. No conclusion could be reached as to what may have caused the found condition of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results of device (c) found that it was received with the top and lower shroud broken. During testing of the device, the handle seam was found to be broken and separated; causing that the internal components lose its intended position. No conclusion could be reached as to what may have caused the found condition of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results of device (d) found that it was received with the top and lower shroud broken. During testing of the device, the handle seam was found to be broken and separated; causing that the internal components lose its intended position. No conclusion could be reached as to what may have caused the found condition of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the 2800 system leg extension would not latch into table prior to a case. No patient injury was reported.